Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 18 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cements. On (B)(6) 2019, the patient underwent a left knee revision due to patellar and tibial loosening and component mal-balancing with tightness in extension and looseness in flexion. The surgeon indicated the patella did not track, and it was loose. The patella was revised, he indicated the femoral component was moderately loose. The surgeon reported the tibial component/tray came out easily with no cement whatsoever on the tibial component at the tray/cement interface. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.